Event description:
It was reported that a guidewire stuck was experienced with the farawave pulsed field ablation catheter. During a procedure to treat atrial fibrillation, while in the middle of the left inferior pulmonary vein (lipv) applications, moving the guidewire became stuck. The catheter was completely removed due to concerns about tissue impingement. The guidewire was removed and flushed, and nothing came out. Subsequently, the catheter was replaced. The procedure was completed and there were no patient complications. Additionally, after the procedure, the catheter was tested, and the guidewire was unable to be inserted from the back or front loading. The catheter is not expected to return for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.